Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The main circuit board was replaced to address this issue. During the evaluation, the internal battery was found to be degraded and was replaced. The device was serviced and fully tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device had a power source detection issue. There was no patient harm or serious injury reported as a result of this incident.

Event description:
It was reported to resmed that an astral device had a power source detection issue and displayed an internal battery degraded warning alarm. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the internal battery degraded warning alarm. Performance testing confirmed the reported power source detection issue. The device was scrapped as it was deemed beyond repair. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported power source issue was due to an isolated component failure within the device main circuit board while the internal battery degraded warning alarm was due to an isolated component failure within the device battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).